Event description:
It has been reported that the footpedal was defective. There was a loose connection of the footpedal at the customer end. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. The procedure was cancelled and was done on another system. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the foot pedal was defective. Upon further investigation, the rse found that the cable of the foot switch was pulled and got loosed from the customer end. The rse confirmed it as user error. The footswitch plug was plugged back correctly. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The cable of the foot switch was pulled and got loosed from the customer end. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in procedure when the issue occurred and completed by using another system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the foot pedal was defective. The rse confirmed that that was a user error. Cable of foot switch was pulled and got loosed by the customer end. After the footswitch plug was plugged back in correctly, issue got resolved. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The reported issue was occurred since the user pressed emergency off button by accidentally which shunt trips breakers powering system off and there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that while examining a patient, the footswitch was sporadically identified as defective. There was a loose connection. The device was inside clinical use at the time of the event. No patient harm was reported. The procedure was completed on another system. On the same date, the examinations of a further 2 patients were impacted by this issue. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected information: in box b [describe event or problem] - made clear that multiple (3) patient procedures had been impacted by the reported issue.